Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the guidewire. The lead was no longer used and replaced. The patient was in stable condition.